Event description:
It was reported that a patient experienced stroke post procedure. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. Due to the soft characteristics of the patients plaque, a second stent was placed. The procedure was completed with no notable issues. Next morning, the patient experienced right arm weakness and aphasia. Imaging performed revealed a small amount of low-density material (a narrow rim) within the stent, and the hounsfield units were consistent with plaque prolapse. It was also noted that the activated clotting time (act) was not in range. The patient remained hospitalized beyond the standard of care. There was no p2y12 test performed but the patient was switched to 100 mg aspirin and brilinta. The patient symptoms had improved but not completely resolved the following day, and they were discharged to continue to heal at home.